Event description:
It was reported that the physician and patient were not able to rotate the cd clicker for lengthening. The device was then replaced and no additional surgery was required. Patient status is good.